Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged spring pin and damaged handle. The analysis results showed that the device arrived with the handles opened and the firing mechanism damaged. A reload was received fully loaded with staples. No functional test was performed with the returned device. However, the returned reload was tested for functionality with a test device. The device fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. After further inspection of the device, it was noted that the spring pin was bent. It is possible that the device was clamped over an excess of tissue or a hard object, or attempted to fire on a locked reload encountering higher firing forces than normal resulting in damage to the spring pin component and the handles. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples did not come out after closing the firing trigger. The closing trigger "had the crack." Another device was used to complete the procedure. There were no adverse consequences for the patient.